Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited an oxidized nozzle and biopsy channel. The event was observed during service/maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed an oxidized nozzle and oxidized biopsy channel due to a cause linked to the device, but unable to trace more specifically. However, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.